Manufacturer narrative:
The esheath was returned to edwards for evaluation. Upon visual inspection, the liner was observed to be torn along entire length of the sheath, scratches were observed along the sheath shaft and a kink was observed approximately 0.5 inches distal to the strain relief. There were no other abnormalities observed. Dimensional analysis of the liner thickness was taken and found to meet specification. No relevant functional testing could be performed on the complaint device due to its condition (liner torn). A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint. The complaint for sheath shaft liner tear was confirmed based upon visual inspection of the returned sample. Calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during retrieval of the delivery system. The scratches observed on the shaft suggest that patient anatomy (calcification) caused the failure mode observed. The kinks observed just distal to the strain relief can be attributed to sub-optimal insertion angles and vessel tortuosity, which can lead to non-axial alignment in the retrieval of the delivery system. The delivery system can potentially catch onto the liner, propagating into a tear upon removal. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the patient¿s access vessel mld was 6mm and of borderline size for the 16fr esheath. The patient¿s access vessel mld borderline size and calcium/tortuosity, not appreciable on imaging, may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
The patient's access vessel minimal luminal diameter was 6mm, was mildly calcified and mildly tortuous.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), upon removal of the esheath, a liner tear was observed and blood was lost during device removal. Inflation of the cross over balloon was used to stop the bleeding. There was no consequence to the patient.